Event description:
It was reported that the twist sleeve of the minicap transfer set was damaged; further described as ¿the white switch at the back of the product is broken¿. This was observed after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was clarified that the connection between twist sleeve and main body was broken. H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.